Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, all the light-emitting diode (led) lights of the front panel was blinking continuously, due to a faulty sensor printed circuit board (pcb), the hexagon wrench was missing, and the cable was found rusty. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Initial reporter address: (B)(6).

Event description:
A user facility returned the olympus asset evis exera ii xenon light source, to the olympus service center. Upon inspection and testing of the returned device, it was observed, all the light-emitting diode (led) lights of the front panel were blinking continuously. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the front panel led blinked due to faulty sensor circuit. The cause of the faulty sensor circuit could not be identified. Olympus will continue to monitor field performance for this device.